Event description:
On 8th november 2022, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the surgeon noticed a crack in the superior optic of the lens after implantation. The lens was left in situ.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately after implantation the surgeon observed a crack in the superior optic of the lens. The lens was left in situ. The rayone hydrophilic iol use risk analysis identifies the following as possible causes of "physical damage to lens;" sharp edge instruments used during surgical procedure, incorrect use of lens injection system, surgeon misidentifying capsule creasing and cracked optic surface post injection due to dehydration of lens. Additionally, within the rayone preloaded iol injection system risk analysis we identify the following as possible causes of "lens optic damage;" forcing a blocked injector and inadequate lubrication. The device is not available for return to rayner. The iol remains implanted. Rayner has stringent quality processes in place throughout its manufacturing process. In addition to the multi-stage 100% inspection performed throughout our manufacturing process, one sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. Our review of production records for the rayone aspheric rao600c batch 082197876 showed that all manufacturing, quality and batch control checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082197876. Without the ability to examine the device and without clear event details being provided it is not possible to determine the root cause of the crack in the superior optic following implantation.